Manufacturer narrative:
Review of the system logs for the reported procedure date found no system errors occurred during the procedure. A review of the 5 procedures performed on the system subsequent to the reported event also found no errors that would be related to the reported event. A device history record review found no non-conformances related to this event. There are no logs available for this procedure that show which instruments were used; therefore, an instrument log review cannot be performed. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent a robotic prostatectomy and then suffered a series of complications over an extended period, ultimately dying seven months after the initial procedure. The complications which may be attributed to the original procedure include a urethral fistula which required additional surgery and a psoas abscess which required drainage. The cause and potential circumstances or contributing factors which may have led to these complications is unknown. Additionally, the patient had a hemorrhage from the bowel after some clips may have become dislodged. The timeline as to when this occurred appears remote from the original operation and it is unclear if these clips were placed at the initial robotic surgery or an additional subsequent procedure. Ultimately, the patient expired seven months after the original procedure. No allegation has been made against any intuitive surgical products. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to these events. Section e: the initial reporter is unknown (patent's family sent directly to china nmpa) . The address provided is the hospital's address where the da vinci-assisted procedure was performed.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy for prostate cancer, the patient became critically ill, suffered multiple complications, and ultimately expired approximately seven months post-procedure. The surgeon reported that the patient was old, in bad health, and had previous extended treatments for underlying diseases prior to the da vinci-assisted procedure. The surgeon reported that the surgery was completed without complications, there were no da vinci product issues, and the initial robotic procedure did not directly cause the patient death. The hospital confirmed that an ¿abscess puncture and nephrostomy with surgical drainage¿, and a second laparoscopic procedure to resolve an anastomotic fistula were performed at an unspecified time. No additional information was available from the surgeon or hospital personnel. The patient¿s family provided additional information directly to the china national medical products administration (nmpa). The report stated that the patient developed a post-operative wound infection with poor healing. Twenty-two days post-operation, the patient was readmitted to the hospital in critical condition with ¿psoas abscess, severe abdominal infection, septic shock, acute kidney failure, respiratory failure, and lung infection.¿ the hospital ¿did a puncture and nephrostomy for the abscess, titanium clips on the intestines, heavy coma, respirator and hemofiltration, but no significant improvement.¿ the family china nmpa report further states, ¿the titanium clips installed at the [first hospital] one month earlier had all fallen off, resulting in intestinal hemorrhage, recurrent shock, respiratory failure, and a severe heart attack." After recurrent complications, on approximately on (B)(6) 2023 the patient "suffered cardiac arrest, fell into a brain-dead, vegetative state" and passed away on (B)(6) 2023.

Manufacturer narrative:
The instrument logs were subsequently made available and the following concomitant products were used during this procedure: maryland bipolar forceps, prograsp forceps, monopolar curved scissors, large needle driver. The log files for all of the instruments showed that they continued to be used in subsequent procedures through to their end of life (10 uses). A site history review showed no complaints were created for these products during the procedure or until the natural end life of the instruments.

Event description:
Refer to h10/h11 for follow-up information.